Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing did not stay connected at the quick release. This issue occurred twice. The first time, her blood glucose level was in the range of 200 mg/dl -300 mg/dl. The second time, her blood glucose level was at 572 mg/dl, which she treated with a syringe. The patient's blood glucose level was 454 mg/dl at the time of this report. No further information available.